Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 24, 2023 and january 08, 2024 recorded the stable pacing impedance around 500 ohms with an increase to around 600 ohms at the end of the recording period. The test values on january 25, 2024 were between 566 ohms and 631 ohms. The test values of the coil continuity were 378 ohms and 376 ohms. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing as well as inappropriate shock deliveries. The therapy history of the last 10 events shows 39 shocks on january 25, 2024. In total 46 shock were delivered. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient received inappropriate shocks. A lead fracture was noted. The lead was capped.